Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that there were no symptoms for the patient. During the implant of a ipg it was not possible to interrogate it with the programmer (also with the ipg in the box), two others th90g02 have been tried with the same negative result. All of the th90g02 are working with other ipgs. The problem was solved clearing the memory of the samsung device. After that was possible to connect the th90g02 device with the ipg. The ipg was not programmed with the n'vision but with the th90g02 programmer.